Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, and subsequently the pump shutdown. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer administered manual insulin injections to address bg level. The customer reverted to an alternate method of insulin therapy.